Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in catheter tip was found broken during use while channeling the patient. The following information was provided by the initial reporter, translated from spanish to english: "at the time of channeling the patient, it is evident that the plastic tip of the catheter is broken."

Event description:
It was reported that the insyte 24ga x 0.75in catheter tip was found broken during use while channeling the patient. The following information was provided by the initial reporter, translated from spanish to english: "at the time of channeling the patient, it is evident that the plastic tip of the catheter is broken."

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9115991, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any physical/mechanical damage to the unit. Based off the provided photo the engineer was unable to verify the reported defect. Since no defect was observed and the physical sample was not available for evaluation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.